Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false air in line alarm was confirmed during product evaluation. This condition was caused by a defective air sensor printed circuit board assembly. The air sensor on pump p1 was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
A baxter service technician reported finding a flogard infusion pump with a false air in line alarm due to a defective air sensor assembly on pump one. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.